Event description:
It was reported that, "pt was unstable 1 year post op total knee replacement. Surgeon elected to perform a poly exchange to increase poly thickness from 16mm to 22mm".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.